Manufacturer narrative:
(B)(4). A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of failure code 810:11. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available. Review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the originally reported occurrence date of (B)(6) 2010.